Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 632 mg/dl at the time of incident and the other blood glucose of the patient is 263 mg/dl. Customer states that she was feeling nausea earlier but right now she was ok. Customer treated with bolus. Troubleshooting was performed for pump programming. The device will not be returned for analysis.